Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 434 (mg/dl). A pump bolus was delivered to address bg level. Reportedly, the customer has the flu and attributed this to their elevated bg level; therefore, troubleshooting with tandem technical support was declined.